Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02381. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 12-3.2x2.25x3.0mm, eccentric, restenosed target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending (lad) and left circumflex (lcx) artery. Predilation was performed with a 1.5x20 maverick balloon catheter. A 2.25 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The device was removed and it was noted that proximal part of the stent struts were deformed. Subsequently, a 3.00 x 12 synergy¿ drug-eluting stent was then advanced however; the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.